Event description:
While using a venacure 1470 laser, the disposable laser sheath (angiodynamics venacure nevertouch frs) broke. This may have possibly broke when the laser could have been fired while it was still in the sheath. The surgeon made an unplanned incision to retrieve the distal tip (10 cm) of the laser sheath.